Event description:
It was reported that an inflatable penile prosthesis (ipp) exhibited lock-out valve issues. A surgical procedure was performed to remove the ipp. No complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100552522. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).